Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. No further information was provided at time of call.

Manufacturer narrative:
Analysis of the insulin pump showed that the bolus alarm stopped due to high impedance on battery tube connector. Also the analysis revealed that the device was unable to prime due to a faulty force sensor, which prevented further testing.